Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was placed in the operating room, there was a tear in the catheter, which caused urine leakage. It was also mentioned that health professional attempted to inflate the unit while it was still inside the bag, but health professional was unable to detect any visible water leaks.